Event description:
The customer reported the system locked-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were reseated: ffb and gib circuit boards, connectors associated with the backplane and power distribution board and the ps1 connection. In addition, the power supply voltage was adjusted. The system was then found to be operating as intended.